Event description:
Ethicon ligaclip was opened to the sterile field. When trying to deploy a clip, it was noticed that no clips were in the applier. Defective applier was removed from sterile field and new applier opened for procedure. No patient harm occurred.